Event description:
It was initially reported that the patient never experienced therapeutic benefit from the implantable neurostimulator (ins). There was no known accident or incident related to this event. Also, the patient was also unable to make adjustments with their patient programmer (with or without the antennae attached). The programmer was replaced on (B)(6) 2012. It was subsequently reported that the patient underwent a lead revision on (B)(6) 2012. The patient was initially programmed with a setting of 0.7 volts but she experienced a shocking sensation and the stimulation was decreased to 0.4 volts. She still experienced a lack of therapeutic effect and her stimulation was increased to 0.5 volts on program 4. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received reported that the patient now felt correct stimulation. The healthcare professional was going to follow up with the patient regarding their next appointment. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3889-28 lot# v794133 implanted: (B)(6) 2011 explanted: na; programmer model 3037 serial# (B)(4); programmer model 3037 serial#n(B)(4). Analysis of patient programmer model 3037 serial # (B)(4) showed no anomalies. The reported telemetry problem could not be duplicated.